Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The drill is broken at the proximal end of the cable where the cable meets the rigid shaft of the drill. The cable appears to be unraveling near the drill tip and the drill tip shows wear along the cutting edges. Based on the event description and additional information provided, hard bone as well as user technique leading to skiving are considered the primary root causes. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that after drilling about 5 holes the next attempted resulted in no drill hole. The surgeon pulled the drill out and found that the tip had broken off in the patient. He was able to retrieve the tip using a tissue grasper.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after drilling about 5 holes the next attempted resulted in no drill hole. The surgeon pulled the drill out and found that the tip had broken off in the patient. He was able to retrieve the tip using a tissue grasper.